Event description:
The customer reported that the ergonomics of the mrx defib may have added to confusion during a procedure and that the switching design is flawed. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).